Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported that the patient's cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced as it reached rrt earlier than expected and is reported as premature battery depletion. It was also acknowledged that the crt-d has delivered multiple shocks which are considered to be a contributor to the battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.